Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 18 cm distal to the is-1 connector pin. In addition, abrasion marks along the lead body were observed. In particular, approximately 11.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with another implantable device such as the generator or a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, damages at the silicone sealing, deformations of the is-1 connector pin and a kinked and stretched fixation helix were found. In addition, the distal part of the lead was partly pulled out of the ring electrode. These damages resulted most likely from mechanical forces applied during the explantation procedure. The values of the parameters measured during the electrical and the mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to other/non-product experience.